Manufacturer narrative:
(B)(4). Voluntary report number: mw5042817. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 150 ml container contained particulate matter. The reporter stated that there appeared to be clear, plastic pieces inside of the fluid pathway/primary container. This was noticed during set-up, after the bag was filled with a diluted drug and spiked with a dispensing pin (non-baxter product). Patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.